Event description:
It was reported that during a mildly tortuous, mildly calcified, proximal right coronary artery (rca) stenting procedure, a xience prime stent was implanted and a proximal and a distal rca vessel dissections occurred. Two unplanned xience prime stents were used successfully as treatment. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
Received a cine which found that the middle portion of the xience prime balloon is slow to open and does not fully expand; therefore, two post-dilatations are performed in the stent area to fully expand the stent. A large dissection occurs at the distal edge of the stent and a small dissection is visible at the proximal end of the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. The cine review of the procedure also revealed that the device did not fully expand during deployment, and that two post-dilatations were performed to fully expand the stent. There is no indication of a product quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.